Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 500 mcg/ml baclofen at 250 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported that the patient had an empty pump. The patient moved away and only recently moved back. The patient had not been seen for 1.5 years. On (B)(6) 2016 at 21:15, the empty reservoir occurred. On (B)(6) 2015, the low reservoir alarm occurred. Since the last update, 241.4 milliliters were dispensed. Upon further investigation, the pump was implanted on (B)(6) 2014 and the last pump change was (B)(6) 2015. The hcp was contemplating programming the pump to off state. It was noted that the patient missed a refill. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.